Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated by resmed france technical service center. Review of the downloaded device log showed that a system fault (sf74) message indicating a software task error occurred. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).